Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an ladg, a tip of the blade was broken off outside the patient when it was wiped with gauze. The doctor did not feel that the device contacted with something hard. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not contacted with something hard. One device will be returning.